Event description:
The customer stated that his blood glucose readings had been higher than usual. He performed a control test and received a result of 220 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. Further troubleshooting showed the system to be operating as designed. No product will be returned for eval.